Event description:
Customer reports that he obtained results of 396 mg/dl and 168 mg/dl on the same device within one minutes. No adverse event reported and no treatment received. No action was taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.